Event description:
The customer reported that their central nurse's station (cns) was showing comm loss for all devices.

Manufacturer narrative:
Details of the complaint: on 02/17/20, bme's fred and ken at univ of connecticut health reported the cns (pu-621ra (B)(6) ) was experiencing communication loss with all monitored devices. The cns had recently been moved across the room to use a network jack (wall plate). Investigation summary: troubleshooting with the assistance of nka ts determined the root cause of the communication loss to be lack of network connection due to failure of the network switch. The following fields are not applicable (na) to the MDR report: d4 lot # & expiration date. The following field contains no information (ni), as attempts to obtain information were made, but not provided: d11 & c2 concomitant medical products. Additional information: b4. Date of this report. F6. Date user facility/importer became aware of the event. F7. Type of report. F11. Date report sent to FDA. F13. Date report sent to manufacturer. G4. Date received by manufacturer. G7. Type of report. H2. If follow-up, what type? H6. Event problem and evaluation codes. H10. Additional manufacturer narrative.

Manufacturer narrative:
The customer reported that their central nurse's station (cns) was showing comm loss for all devices. The customer reported that this unit was previously moved across the room so that it can be connected to a network jack (wall plate). Nk ts advised the customer to go to the 6th floor closet and move the cns port from 11 to 6, after which the network communication resumed. This is the 2nd bad port that was discovered on this switch, and it will be changed by nk during scheduled on-site troubleshooting. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field contains no information (ni), as attempts to obtain information were made, but not provided: concomitant medical products.

Event description:
The customer reported that their central nurse's station (cns) was showing comm loss for all devices.